Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer indicated that a new pump was already obtained, and no further action was required as a result of the malfunction.